Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The pump event log noted a clutch error in history. Functional testing included flow testing. It was found that the carriage was not installed properly into the position pot tab. The clutch assemble was re-assembled. The pump then passed function and delivery tests. Based on the evidence, the complaint was confirmed. The root cause was attributed to an improperly assembled clutch.

Event description:
Information was received indicating that this syringe infusion pump exhibited a clutch failure. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.